Manufacturer narrative:
A piece of unknown material glued to a piece of paper was received for investigation. Investigations of the received material with a microscope did not detect any metal fragments. The material appeared to be a piece of skin. The lancing device was not returned for investigation, so no further investigations were possible. Considering the physical strength of the material (medical steel) used, it is unlikely that the needle tip broke off only by pricking a finger. A review of complaints was performed and no non-conformances related to the customer allegation were identified.

Manufacturer narrative:
The customer's device was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter alleged a piece of the safe-t-pro plus lancet device broke off in her finger and a piece was left inside the middle finger of her left hand on (B)(6) 2023. The patient self-treated and reportedly removed a piece of the lancet. After removing the piece, the patient went to an urgent care center because her finger was still painful. Her finger was allegedly x-rayed and no foreign body was identified. The urgent care center allegedly told the patient that the pain could be from a sensitive nerve. No further medical treatment was required.